Event description:
The customer reported that there was no diathermy from ligasure hand piece when it was at the 2 bar setting on the forcetriad generator but worked ok at the 3 bar setting. The surgeon converted from laparoscopic to open to control bleeding.

Manufacturer narrative:
(B)(4). Initial report: MDR 1717344-2010-00736. The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.